Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found broken trace on scanner flex cables. Fse replaced cables. Customer ran software run multiple times without error or misreads. The instrument was inspected, tested without further problems, and returned to service.

Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.